Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a clamp arm teflon pad damage. The teflon pad was found detached from the arm clamp. The component is damaged and there may be missing pieces/material, but the size of the missing pieces cannot be confirmed. Components adjacent to the damaged teflon pad do not show damage. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the teflon pad of the harmonic ace instrument was broken. No fragment fell into the patient. The customer completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken teflon pad of the vse was still intact.